Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative (B)(6) result on one patient on the architect i2000sr analzyer. The following data was provided for a male patient who was diagnosed with hiv 2 years prior and is currently undergoing treatment: initial 0.69, repeat 0.72 (aug 21). A new blood draw resulted in 0.69 (B)(6). The patient was confirmed (B)(6) on western blot. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. This information was inadvertently left off of the initial submission. No further information is known. A product evaluation is in process and a final report will be submitted when the evaluation is complete.